Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on the side of the body toward the fallopian tubes') in a 32-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (vaginal labor), multi gravida, abortion, cocaine abuse and headache. She doesn't have any concomitant disease nor take any concomitant drug. She doesn't have allergy.she has never undergone any surgery. Concomitant products included bromopride since (B)(6) 2019, cefazolin since (B)(6) 2019, diazepam (diazepan) since (B)(6) 2016, ibuprofen (buprofen) since (B)(6) 2016, ketoprofen since (B)(6) 2019, metamizole sodium (dipyrone) since (B)(6) 2019, omeprazole since (B)(6) 2019 and ondansetron (ondasetron) since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure insertion extremely painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain spreading to both legs"), balance disorder ("lack of balance "), genital haemorrhage ("abnormal and continuous bleeding "), pyrexia ("fever "), decreased appetite ("lack of appetite"), headache ("strong headaches ") and alopecia ("excessive hair loss "). In (B)(6) 2016, the patient experienced cervix injury ("uterine cervix injury") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced uterine infection ("uterine inflammation, infection"). On (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and ovarian cyst ("corpus luteum cyst"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids, leiomyomas"). On (B)(6) 2019, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("squamous metaplasia") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced vaginal haemorrhage ("several days with uninterrupted vaginal bleeding with different color from a regular menstruation") and infection ("infection more than twice a week"). The patient was treated with surgery (total hysterectomyand bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, headache, alopecia, infection, cervix injury, endometriosis, cervicitis, uterine cervical metaplasia, adenomyosis, uterine infection and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervicitis, cervix injury, decreased appetite, endometriosis, genital haemorrhage, headache, infection, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine cervical metaplasia, uterine infection, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: history of injectable contraceptives. Passage of device: no difficulties exam findings on (B)(6) 2019: cervicitis, presence of squamous metaplasia, endometrium with secretory pattern, adenomyosis diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2018: inflammation - bacterial process. Human chorionic gonadotropin - on (B)(6) 2016: negative. Magnetic resonance imaging - on (B)(6) 2018: uterus with hypointense oval formations in t2, intramural, the largest measuring 1.2 x 0,6cm in the posterior body wall / fundal region, endometrium with small oval formation measuring 0.4 cm, with intermediate signal in t2, projected from the right side wall, which may correspond to polyp, right ovary with oval formation with heterogeneous signal, hyperintense in t2 and intermediate in t1, with contrast capturing anfractuous walls, measuring 2.7 x 2.2 cm in the largest axial axes, compatible with the corpus luteum.. Ultrasound breast - on (B)(6) 2018: skin and subcutaneous cell tissue without echographic changes, breast parenchyma with distribution of fibroglandular and adipose tissue according to age group, absence of solid or cystic nodules detectable by the method, bi-rads: category 1. Ultrasound scan - in (B)(6) 2016: essure well located. Showed a uterine cervix injury and endometriosis.. Ultrasound scan vagina - on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted; on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted. Lot number: d40621 manufacturing date: 2014-12-09, expiration date: 2017-12-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on the side of the body toward the fallopian tubes') in a 32-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (vaginal labor), multi gravida, abortion, cocaine abuse and headache. She doesn't have any concomitant disease nor take any concomitant drug. She doesn't have allergy. She has never undergone any surgery. Previously administered products included for an unreported indication: injectable contraceptive and tamisa. Past adverse reactions to the above products included headache with tamisa. Concomitant products included cefazolin since (B)(6) 2019 for prophylaxis antibiotic pre-surgical as well as bromopride since (B)(6) 2019, diazepam (diazepan) since (B)(6) 2016, ibuprofen (buprofen) since (B)(6) 2016, ketoprofen since (B)(6) 2019, metamizole sodium (dipyrone) since (B)(6) 2019, omeprazole since (B)(6) 2019 and ondansetron (ondasetron) since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure insertion extremely painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain spreading to both legs"), balance disorder ("lack of balance"), genital haemorrhage ("abnormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("lack of appetite"), headache ("strong headaches ") and alopecia ("excessive hair loss "). In (B)(6) 2016, the patient experienced cervix injury ("uterine cervix injury") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced uterine infection ("uterine inflammation, infection"). On (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and ovarian cyst ("corpus luteum cyst"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids, leiomyomas"). On (B)(6) 2019, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("squamous metaplasia") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced vaginal haemorrhage ("several days with uninterrupted vaginal bleeding with different color from a regular menstruation"), infection ("infection more than twice a week") and heavy menstrual bleeding ("heavy menstrual flow"). The patient was treated with captopril, diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), ketoprofen sodium (cetoprofeno), metamizole sodium (dipirona), simeticone (simeticona) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, headache, alopecia, infection, cervix injury, endometriosis, cervicitis, uterine cervical metaplasia, adenomyosis, uterine infection, uterine leiomyoma and heavy menstrual bleeding outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervicitis, cervix injury, decreased appetite, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, infection, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine cervical metaplasia, uterine infection, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: essure placement procedure was performed with no difficulties, 5 coils inserted in left and right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (33 u/l) - on (B)(6) 2018: 13 u/l. Aspartate aminotransferase (32 u/l) - on (B)(6) 2018: 18 u/l. Blood creatinine (0.6 - 1.10 mg/dl) - on (B)(6) 2018: 0.70 mg/dl; on (B)(6) 2018: 0.67 mg/dl. Blood glucose (75 - 99 mg/dl) - on (B)(6) 2018: 90 mg/dl; on (B)(6) 2018: 92 mg/dl. Blood thromboplastin (29 - 43 s) - on (B)(6) 2019: 36.20 s. Blood thyroid stimulating hormone - on (B)(6) 2018: 2.4 mui/l (0.45 to 4.5 mui/l). Blood triglycerides (150 mg/dl) - on (B)(6) 2018: 133 mg/dl. Blood urea (10 - 50 mg/dl) - on (B)(6) 2018: 23 mg/dl; on (B)(6) 2018: 22 mg/dl. C-reactive protein - on (B)(6) 2018: 0.09 mg/dl ( 1.0-5.0 viral infections, 5.1-20.0 bacterial infections, up to 20 mg/dl severe infections). Chest x-ray - on (B)(6) 2018: unremarkale. Colposcopy - on (B)(6) 2018: inflammation - bacterial process. Culture urine - on (B)(6) 2018: negative; on (B)(6) 2019: negative. Hiv antibody - on (B)(6) 2018: negative. High density lipoprotein (40 mg/dl) - on (B)(6) 2018: 41 mg/dl. Human chorionic gonadotropin - on (B)(6) 2016: negative. International normalised ratio - on (B)(6) 2018: 0.94 (reference up to 1.2); on (B)(6) 2019: 0.85 (reference up to 1.2). Low density lipoprotein (100 - 159 mg/dl) - on (B)(6) 2018: 143 mg/dl. Magnetic resonance imaging - on (B)(6) 2018: uterus with hypointense oval formations in t2, intramural, the largest measuring 1.2 x 0,6cm in the posterior body wall / fundal region, endometrium with small oval formation measuring 0.4 cm, with intermediate signal in t2, projected from the right side wall, which may correspond to polyp, right ovary with oval formation with heterogeneous signal, hyperintense in t2 and intermediate in t1, with contrast capturing anfractuous walls, measuring 2.7 x 2.2 cm in the largest axial axes, compatible with the corpus luteum.. Non-high-density lipoprotein cholesterol (100 - 189 mg/dl) - on (B)(6) 2018: 169 mg/dl. Pathology test - on (B)(6) 2019: cervicitis, presence of squamous metaplasia, endometrium with secretory pattern, adenomyosis. Prothrombin time (10 - 14 s) - on (B)(6) 2018: 13.5 s; on (B)(6) 2019: 11.50 s. Red blood cell analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2018: unremarkable values; on (B)(6) 2019: unremarkable values. Thyroxine (0.9 - 1.7 ng/dl) - on (B)(6) 2018: 1.1 ng/dl. Ultrasound breast - on (B)(6) 2018: skin and subcutaneous cell tissue without echographic changes, breast parenchyma with distribution of fibroglandular and adipose tissue according to age group, absence of solid or cystic nodules detectable by the method, bi-rads: category 1.. Ultrasound scan - on (B)(6) 2016: essure well located. Showed a uterine cervix injury and endometriosis.. Ultrasound scan vagina - on (B)(6) 2016: essure well located; on (B)(6) 2018: 09x08mm myomatous nodule, intramural, posterior wall; on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted; on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted. Urine analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2018: unremarkable values. Very low density lipoprotein (35 mg/dl) - on (B)(6) 2018: 26 mg/dl. Vitamin b12 - on (B)(6) 2018: 394 ng/l (normal range up to 300 ng/l). Vitamin d (20 ng/ml) - on (B)(6) 2018: 28 ng/ml. White blood cell analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2019: unremarkable values. Lot number: d40621 manufacturing date: 2014-12-09 expiration date: 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2021: the follow information were included physician's reporter, historical drug, lab data, other treatment drugs, bleeding menstrual heavy. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on the side of the body toward the fallopian tubes') in a 32-year-old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (vaginal labor), multi gravida, abortion, cocaine abuse and headache. She doesn't have any concomitant disease nor take any concomitant drug. She doesn't have allergy.she has never undergone any surgery. Previously administered products included for an unreported indication: injectable contraceptive and tamisa. Past adverse reactions to the above products included headache with tamisa. Concomitant products included cefazolin since (B)(6) 2019 for prophylaxis antibiotic pre-surgical as well as bromopride since (B)(6) 2019, diazepam (diazepan) since (B)(6) 2016, ibuprofen (buprofen) since (B)(6) 2016, ketoprofen since (B)(6) 2019, metamizole sodium (dipyrone) since (B)(6) 2019, omeprazole since (B)(6) 2019 and ondansetron (ondasetron) since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure insertion extremely painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain spreading to both legs"), balance disorder ("lack of balance"), genital haemorrhage ("abnormal and continuous bleeding"), pyrexia ("fever"), decreased appetite ("lack of appetite"), headache ("strong headaches ") and alopecia ("excessive hair loss "). In (B)(6) 2016, the patient experienced cervix injury ("uterine cervix injury") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced uterine infection ("uterine inflammation, infection"). On (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and ovarian cyst ("corpus luteum cyst"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids, leiomyomas"). On (B)(6)2019, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("squamous metaplasia") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced vaginal haemorrhage ("several days with uninterrupted vaginal bleeding with different color from a regular menstruation"), infection ("infection more than twice a week") and heavy menstrual bleeding ("heavy menstrual flow"). The patient was treated with captopril, diclofenac potassium (lfm diclofenaco de potassio), ibuprofen (ibuprofeno), ketoprofen sodium (cetoprofeno), metamizole sodium (dipirona), simeticone (simeticona) and surgery (total hysterectomyand bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, headache, alopecia, infection, cervix injury, endometriosis, cervicitis, uterine cervical metaplasia, adenomyosis, uterine infection, uterine leiomyoma and heavy menstrual bleeding outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervicitis, cervix injury, decreased appetite, endometriosis, genital haemorrhage, headache, heavy menstrual bleeding, infection, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine cervical metaplasia, uterine infection, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: essure placement procedure was performed with no difficulties, 5 coils inserted in left and right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase (33 u/l) - on (B)(6) 2018: 13 u/l. Aspartate aminotransferase (32 u/l) - on (B)(6) 2018: 18 u/l. Blood creatinine (0.6 - 1.10 mg/dl) - on (B)(6) 2018: 0.70 mg/dl; on (B)(6) 2018: 0.67 mg/dl. Blood glucose (75 - 99 mg/dl) - on (B)(6) 2018: 90 mg/dl; on (B)(6) 2018: 92 mg/dl. Blood thromboplastin (29 - 43 s) - on (B)(6) 2019: 36.20 s. Blood thyroid stimulating hormone - on 20-(B)(6): 2.4 mui/l (0.45 to 4.5 mui/l). Blood triglycerides (150 mg/dl) - on (B)(6) 2018: 133 mg/dl. Blood urea (10 - 50 mg/dl) - on (B)(6) 2018: 23 mg/dl; on (B)(6) 2018: 22 mg/dl. C-reactive protein - on (B)(6) 2018: 0.09 mg/dl ( 1.0-5.0 viral infections, 5.1-20.0 bacterial infections, up to 20 mg/dl severe infections). Chest x-ray - on (B)(6) 2018: unremarkale. Colposcopy - on (B)(6) 2018: inflammation - bacterial process. Culture urine - on (B)(6) 2018: negative; on (B)(6) 2019: negative. Hiv antibody - on (B)(6) 2018: negative. High density lipoprotein (40 mg/dl) - on (B)(6) 2018: 41 mg/dl. Human chorionic gonadotropin - on (B)(6) 2016: negative. International normalised ratio - on (B)(6) 2018: 0.94 (reference up to 1.2); on (B)(6) 2019: 0.85 (reference up to 1.2). Low density lipoprotein (100 - 159 mg/dl) - on (B)(6) 2018: 143 mg/dl. Magnetic resonance imaging - on (B)(6) 2018: uterus with hypointense oval formations in t2, intramural, the largest measuring 1.2 x 0,6cm in the posterior body wall / fundal region, endometrium with small oval formation measuring 0.4 cm, with intermediate signal in t2, projected from the right side wall, which may correspond to polyp, right ovary with oval formation with heterogeneous signal, hyperintense in t2 and intermediate in t1, with contrast capturing anfractuous walls, measuring 2.7 x 2.2 cm in the largest axial axes, compatible with the corpus luteum.. Non-high-density lipoprotein cholesterol (100 - 189 mg/dl) - on (B)(6) 2018: 169 mg/dl. Pathology test - on (B)(6) 2019: cervicitis, presence of squamous metaplasia, endometrium with secretory pattern, adenomyosis. Prothrombin time (10 - 14 s) - on (B)(6) 2018: 13.5 s; on (B)(6) 2019: 11.50 s. Red blood cell analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2018: unremarkable values; on 08-mar-2019: unremarkable values. Thyroxine (0.9 - 1.7 ng/dl) - on (B)(6) 2018: 1.1 ng/dl. Ultrasound breast - on (B)(6) 2018: skin and subcutaneous cell tissue without echographic changes, breast parenchyma with distribution of fibroglandular and adipose tissue according to age group, absence of solid or cystic nodules detectable by the method, bi-rads: category 1.. Ultrasound scan - on (B)(6) 2016: essure well located. Showed a uterine cervix injury and endometriosis.. Ultrasound scan vagina - on (B)(6) 2016: essure well located; on (B)(6) 2018: 09x08mm myomatous nodule, intramural, posterior wall; on (B)(6)2018: showed leiomyomas, essure normally bilateral implanted; on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted. Urine analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2018: unremarkable values. Very low density lipoprotein (35 mg/dl) - on (B)(6) 2018: 26 mg/dl. Vitamin b12 - on (B)(6) 2018: 394 ng/l (normal range up to 300 ng/l). Vitamin d (20 ng/ml) - on (B)(6) 2018: 28 ng/ml. White blood cell analysis - on (B)(6) 2018: unremarkable values; on (B)(6) 2019: unremarkable values. Lot number: d40621 manufacturing date: 2014-12-09 expiration date: 2017-12-28 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong abdominal pelvic pain on the side of the body toward the fallopian tubes') in a (B)(6) year old female patient who had essure (batch no. D40621) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (vaginal labor), multi gravida, abortion, cocaine abuse and headache. She doesn't have any concomitant disease nor take any concomitant drug. She doesn't have allergy. She has never undergone any surgery. Concomitant products included bromopride since (B)(6) 2019, cefazolin since (B)(6) 2019, diazepam (diazepan) since (B)(6) 2016, ibuprofen (buprofen) since (B)(6) 2016, ketoprofen since (B)(6) 2019, metamizole sodium (dipyrone) since (B)(6) 2019, omeprazole since (B)(6) 2019 and ondansetron (ondasetron) since (B)(6) 2019. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("essure insertion extremely painful"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain spreading to both legs"), balance disorder ("lack of balance "), genital haemorrhage ("abnormal and continuous bleeding "), pyrexia ("fever "), decreased appetite ("lack of appetite"), headache ("strong headaches ") and alopecia ("excessive hair loss "). In (B)(6) 2016, the patient experienced cervix injury ("uterine cervix injury") and endometriosis ("endometriosis"). On (B)(6) 2018, the patient experienced uterine infection ("uterine inflammation, infection"). On (B)(6) 2018, the patient experienced uterine polyp ("endometrial polyp") and ovarian cyst ("corpus luteum cyst"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids, leiomyomas"). On (B)(6) 2019, the patient experienced cervicitis ("cervicitis"), uterine cervical metaplasia ("squamous metaplasia") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced vaginal haemorrhage ("several days with uninterrupted vaginal bleeding with different color from a regular menstruation") and infection ("infection more than twice a week"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, vaginal haemorrhage, back pain, balance disorder, genital haemorrhage, pyrexia, decreased appetite, headache, alopecia, infection, cervix injury, endometriosis, cervicitis, uterine cervical metaplasia, adenomyosis, uterine infection and uterine leiomyoma outcome was unknown. The reporter considered adenomyosis, alopecia, back pain, balance disorder, cervicitis, cervix injury, decreased appetite, endometriosis, genital haemorrhage, headache, infection, ovarian cyst, pelvic pain, procedural pain, pyrexia, uterine cervical metaplasia, uterine infection, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: history of injectable contraceptives. Passage of device: no difficulties. Exam findings on (B)(6) 2019: cervicitis, presence of squamous metaplasia, endometrium with secretory pattern, adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy on (B)(6) 2018: inflammation - bacterial process. Human chorionic gonadotropin on (B)(6) 2016: negative. Magnetic resonance imaging on (B)(6) 2018: uterus with hypointense oval formations in t2, intramural, the largest measuring 1.2 x 0,6cm in the posterior body wall / fundal region, endometrium with small oval formation measuring 0.4 cm, with intermediate signal in t2, projected from the right side wall, which may correspond to polyp, right ovary with oval formation with heterogeneous signal, hyperintense in t2 and intermediate in t1, with contrast capturing anfractuous walls, measuring 2.7 x 2.2 cm in the largest axial axes, compatible with the corpus luteum. Ultrasound breast on (B)(6) 2018: skin and subcutaneous cell tissue without echographic changes, breast parenchyma with distribution of fibroglandular and adipose tissue according to age group, absence of solid or cystic nodules detectable by the method, bi-rads: category 1. Ultrasound scan in (B)(6) 2016: essure well located. Showed a uterine cervix injury and endometriosis. Ultrasound scan vagina on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted; on (B)(6) 2018: showed leiomyomas, essure normally bilateral implanted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.